Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was determined that the cutting wire and the endoscope were too close to each other which led to an electrical discharge between the cutting wire and the distal end of the endoscope, causing the cutting wire to break. A definitive root cause could not be identified. However, the most probable cause was traced to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that following the first energization of the subject device, the knife wire broke at about two (2) minutes after the start of the incision. This occurred during a therapeutic endoscopic sphincterotomy procedure which was completed using a similar device. There were no reports of patient harm.